Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Only month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 11 years and 3 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a unknown mitral valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.